Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated digoxin results is a patient specific interferent in the patient samples related to the known bacterial infection. The dimension(r) digoxin dgna flex(r) reagent cartridge IFU states: "the assay has been designed to minimize interference from antibodies to beta-galactosidase. The antibodies can be encountered in samples as a consequence of bacterial infection and may produce falsely elevated results which may not be consistent with clinical evaluation. In very rare instances, immunoassays may produce falsely elevated or decreased results due to other patient specific interferents." The instrument is performing within specifications.

Event description:
Falsely elevated digoxin results were obtained on patient samples from one patient compared to testing on an alternate instrument system with an alternate methodology. The patient results were reported to the physician who questioned the results. Patient treatment was altered on the basis of the elevated digoxin result. Tha patient was taken of the digoxin medication after the original results were reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated digoxin results or discontinuance of the digoxin administration.